Manufacturer narrative:
Tracking number: (B)(4) . Initial report sent to FDA on (B)(6) 2010.

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the reload and instrument fired, but stuck in the fired position. The black return bars could be pulled back but the load stayed shut, locked on tissue. A new device was opened transect around the 1st device. Operating room time was delayed approximately 30 minutes.